Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. H6: investigation summary: it was reported the needle had an additional needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly out of the packaging blister with the plastic shield. There is also a needle attached to the needle hub with the tip of the needle visible at the bottom. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305115, lot 2056622. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that bd safety needles had an additional needle causing it to protrude from the plastic safety cap. The following information was provided by the initial reporter: we had an issue with product 305115 26gax5/8 hypo needle lot number 2056622. The needle was manufacture with 2 needles which caused one of the needles to protrude from the plastic safety cap.